Manufacturer narrative:
The insulin pump alarmed pump error 38 during rewind due to motor gear box jammed causing the motor assembly to get stuck. Unable to perform rewind, seating, basic occlusion, occlusion, force sensor or displacement test due to pump error 38. The insulin pump was received with minor scratched lcd window and case. After visual inspection of display window overlay, case or keypad overlay no cracks were found.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The insulin pump alarmed pump error 38. The screen had a crack. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.